Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised in the intensive care unit on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 1000 mg/dl while wearing the pod for longer than 48 hours. The patient reported that the pod was leaking insulin. Reported symptoms include increased thirst, vomiting and headache. The patient was treated with insulin. The pod was discarded at the hospital. The patient was discharged after 5 days.